Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively on a laparoscopy on the low rectum, the staples did not stimulate, the device was not used in the procedure. They opened a new one to complete the case. There was no patient injury.